Manufacturer narrative:
From the investigation of the data from the 7 complaints which are combined in the case (B)(4) , the investigator has not been able to find the cause of the described events and the root cause is therefore unknown.

Event description:
Additional information received on 02sep2021: "error did not occur since (B)(6) 2021, but occured on 2 new instruments".

Manufacturer narrative:
B5: the 7 events from the same hospital will be handled in MDR reports for (B)(6). In the preliminary radiometer investigation of the received datalogs for (B)(6) it has been identified that the "ampoule - qc" button in position 3 is enabled. Investigator has asked customer for additional information to further investigate the described issues.

Event description:
Additional information received 06jul2021: according to the customer 6 additional similar events have occurred at the hospital with 6 different analyzers where patient measurements are measured as manually qc, but there is no manually qc button configured. Radiometer ref. Serial number of the concerned for the 6 other events: abl800 flex analyzers: (B)(6). No reports of death or serious injury related to these cases.

Manufacturer narrative:
The described events could not be reproduced in the investigation of the relating complaint: (B)(4) and no device failure was found. Investigation will continue for the 6 relating complaints: (B)(4).

Manufacturer narrative:
Date of incident is estimated.

Event description:
According to the complaint from time to time patient measurements are measured as manually qc, but there is no manually qc button configured. The user wants to measure a blood sample but the abl switches in the qc mode (manual qc) and measures the blood sample wrongly as qc. There is no manual qc button configurated, so it is not possible for the user to choose this in the sampler menu.